Manufacturer narrative:
Pneumothorax is a known short-term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. Bleeding is a known short-term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. Title: cone-beam CT image guidance with and without electromagnetic navigation bronchoscopy for biopsy of peripheral pulmonary lesions source: bronchol intervent pulmonol 2021;28:6069. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study, an assessment was performed whether cone-beam computed tomography (cbct) imaging can improve navigation and diagnosis of peripheral lesions by 2 clinical workflows with a cross-over design: a primary cbct and radial endobronchial ultrasound mini probe imagingbased approach and a primary electromagnetic navigation (emn) and radial endobronchial ultrasound mini probe imagingbased approach. Eighty-seven patients with 107 lesions were included and randomly assigned to study arms. Observed complications across both study arms were as follows; pneumothorax (n=3), copd exacerbation following the procedure (n=1), moderate bleeding intraprocedurally following cryobiopsy (n=1), and minor fever ( <(><<)> 4h, n=1). All study subjectsexcept 1 having pneumothorax requiring chest tube and 1 case of copd exacerbationwere able to return home the same day.